Event description:
Related manufacturing reference number: 2017865-2025-00069. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient had a large structure near the right ventricular outflow tract (rvot) that obstructed the implant. A cardiac tamponade and pericardial effusion were then noted. The patient's blood pressure was stable and no perforation was noted. The lp and catheter were removed and the implant was abandoned. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicated that an echocardiogram confirmed cardiac tamponade and pericardial effusion did not occur. The patient was recovering post procedure.